Event description:
Edwards received notification from china that a 74-y-o patient with a 25mm perimount valve of unknown model, implanted in mitral position, underwent a valve-in-valve intervention after an implant duration of at least 11 years and 10 months due to calcification leading to leaflet thickening, severe stenosis and severe regurgitation (peak and mean pressure gradient values of 52 and 15mmhg, respectively). As reported, the patient presented with heart failure and was hospitalized for further diagnosis and treatment prior to the intervention. A transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted to be in stable condition after the intervention.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "2013". Therefore, 31dec2013 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.